Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: trimmed the expulsor as preventive measure.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The device was received in good condition; the screen was scratched. There was no evidence of the reported problem in the event log. The customer's concern regarding failed accuracy was unable to be confirmed. However delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification, but within the published specification. The pump's expulsor will be trimmed to bring trimmed to bring the pump's delivery into more nominal range.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by -11.5%. No patient involvement reported.